Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed a vf episode with shock due to noise on the ventricular channel. The lead was capped and replaced. Patient condition was good after the event.